Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing. Per reporter there was air in the line. Per reporter residual volume was: 40.8 ml, rate 0.6 ml and 43.2 ml was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).